Event description:
It was reported that the patient received multiple inappropriate therapy due to fracture resulting in oversensing noise on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Beginning (B)(6) 2015, 1418 ventricular sensing integrity counts (sic); vt-ns and vf detected episodes with lead noise oversensing. Vf detected episodes with inappropriate shocks. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more vt-ns episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).